Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported by the doctor to be bacteria. The source of the bacteria which caused the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. The patient reported that during the hospitalization for more than one month, the patient experienced four episodes of peritonitis (no further detail was provided). On an unreported date, the patient began treatment for the event with an unspecified imported drug added to dianeal (dose and frequency were not reported). On unreported dates, the peritonitis was resolved, the patient was recovered and dianeal therapy was discontinued. No additional information is available.